Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The main manifold was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/26/16 phone call, 10/27/16 phone call, 10/28/16 phone call.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during a case. The bag/vent switch was toggled a few times and then mechanical ventilation was operating. There is no report of patient injury.